Event description:
The pt died of meningitis. A swab resulted in a positive coccus sample, while a culture result showed streptococcus pneumonia. A connection with the cochlear implant (implanted 2001) has not been discounted. CT shows that the cochlea is free of liquid. Focus of the meningitis is in the mastoid.